Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened phaco tip in a wrench, in a bag was received. Sample was visually inspected and found to be conforming. No occlusion was observed inside the phaco tip. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A functional flow check for occlusion was performed and found to be conforming. A good flow observed exiting the phaco tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, poor aspiration was felt as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor aspiration was felt during ultrasonic phacoemulsification aspiration in cataract surgery. The product was replaced with another one and the surgery was completed. There was no patient harm.